Manufacturer narrative:
Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that before use, cs300 intra-aortic balloon pump (iabp) malfunctioned. Screen not working has been reported. There was no patient involvement. No harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse inspected the display board connections, coiled cable, and other internal connections, and performed contact cleaning. The fse identified an issue with the display connection, and the display board flat cable was replaced. The device successfully completed functional testing and was confirmed to be operating properly. The device was returned to the customer and cleared for clinical use.